Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 500 mg/dl. The caller stated that the customer was vomiting and was sweating prior to the event. The caller also stated that the customer had internal bleeding due to an ulcer. Troubleshooting was performed, and the insulin pump had the wrong time and date programmed. Assisted the caller with the correct programming. All other programming was correct. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller stated that the customer was not comfortable with this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.